Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp) reported via a manufacturing representative that impedances were measured to be high and low. Impedances of electrode pairs c-8, 8-9, 8-10, and 8-11 were measured to be greater than 10,000 ohms and impedance of electrode pair 9-11 was to be below 100 ohms. The hcp suspected the cause of the event was a fall. A revision was done and the extension and implantable neurostimulator (ins) was replaced. The issue was resolved after the revision. The patient was alive with no injury. The patient's indication for use is parkinson's dual and movement disorders. Refer to manufacturer report #3004209178-2016-01602.